Manufacturer narrative:
Investigation results under approval.

Event description:
It was reported by customer that device presented short circuit.

Manufacturer narrative:
(B)(4) 2018. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. *customer confirmed there was no smoke, overheating or sparks due to short circuit with no case.